Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant of an left ventricular (lv) lead, resistance was encountered in the subclavian vein. Contrast injection confirmed complete subclavian vein stenosis that was not able to be crossed. The physician explanted the right atrial (ra) lead in an effort to gain venous access but again resistance was met. Stenosis of the cephalic vein was suspected, precluding placement of a new ra lead and new lv pacing lead. The right ventricular (rv) lead was left implanted and remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.